Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the reported event of a yellow wrench/replace system controller alarm was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller and contained approximately 20 days of events. On (B)(6) 2014 at 09:59am, there was a yellow wrench/replace controller alarm recorded, consistent with a backup battery test circuit fault. The next recorded entry revealed that the pump was disconnected and then reconnected at 10:01am. The information recorded at 10:06am indicated that the pump was disconnected and reconnected. The remaining data, recorded from 10:07am to 10:10am revealed that the pump and the power cables were disconnected. The returned system controller was functionally tested and performed as intended. No further information was provided. The manufacturer is closing the file on this event. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator the patient experienced yellow wrench and audible alarm with the system controller. The system controller indicated to "change controller." The pt passed out, his wife exchanged the controller and the pt "felt ok" again. 911 had been called but by the time they arrived, the pt recovered. The pt went to the clinic, and his wife stated that it took 2-3 mins for her to connect to the new system controller, and she panicked. The vad coordinator noted a cable disconnect 30 mins prior to a "pump off" alarm. After the first "pump off" there was 10 mins of add'l alerts and it was noted that the speed went to 0 rpm then to 5348 rpm, to 0 rpm and then to 8790 rpm.